Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's shock button was stuck and the display was frozen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the reported malfunction of "shock button stuck" was observed and attributed to the front panel assembly. The reported malfunction of "display was frozen" was not replicated or confirmed. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.